Manufacturer narrative:
Insulin pump was received with no button response due to flattened esc button dome switch (no creased) and lcd connector unlocked. Insulin pump had broken battery tube threads, cracked reservoir tube window, broken reservoir tube lip, cracked case at reservoir tube window corners, stained end cap sticker and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a high blood glucose event. The customer¿s blood glucose was 500 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump esc button stopped working. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 500 mg/dl and no high blood glucose troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.